Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the hcp stated that the patient had magnetic resonance imaging (MRI) on 4/4 and this was the first time the pump had been interrogated since. The hcp confirmed no audible alarms had been heard and the patient hadn't experienced any symptoms, and the pump recovered after it was interrogated. The hcp also noted that the pump said it had been stopped for 1092 hours which was less than the time the motor stall time stamp. Technical services explained the pump has a counter limit of 1092 hours, so they wouldn't see anything above that. Technical services reviewed telemetry state and the pump was likely in telemetry state. The hcp stated that they had decreased the dose by 50% but the patient would likely have symptoms if it had been infusing. Additional information received from the patient indicated that they called back from the nurse's report and to review concerns of the pump not alarming during or after the MRI despite the patient's good hearing. The patient confirmed the stall correlated with the MRI in april and that yesterday was their refill. The patient stated the pump didn't make a motor stall alarm (described dual tone alarm) until they put their communicator over the patient's pump and stated that's how the nurse knew something was wrong. The patient also confirmed the logs showed the pump was stalled for 1092hrs and 15min and the logs showed service code 234. The patient mentioned that the nurse's notes were regarding the patient being in telemetry mode. The patient stated because it's been stalled that long, and they did ok, it should be turned down. And now it was way off because of all this. The agent consulted with 2 pump tech agents and reviewed with the patient that the pump was in telemetry mode after MRI until it could be pulled out of telemetry mode yesterday upon interrogation at refill. The agent reviewed upon updating the pump, the pump would log the motor stall and recovery, and then service code 234 would clear. The patient stated they were returning to the clinic on friday but it was an hour away and they couldn't drive anymore because of their multiple sclerosis (ms). The agent emailed the field for visibility and provided pump tech's number for the patient to provide to hcp for follow up.